Event description:
It was reported that during an unknown procedure there was an empty reload. Another like device was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled, fed 7 pear-shaped clips due to advancer bypass issues, 1 double fed issue that caused 2 malformed clips, and 4 conforming clips. After every bypassed clip, the jaws remained closed and the trigger had to be manually assisted to open the jaws. The instrument was disassembled and no anomalies were noted with the internal components. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.